Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used in a tube stent placement performed in bile duct on (B)(6) 2018. According to the complainant, during the procedure, when they deploy the stent, the guide catheter detach from the delivery system and remained within the stent inside the patient. The stent and the detached guide catheter were retrieved using forceps. Attempts to gain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation of the returned device found that the push and guide catheter were kinked in several locations. It was also found that the guide catheter was broken at distal section. Based on product analysis, the failures found (push catheter/guide catheter kinked and guide catheter broken) are issues that could have been generated by excessive manipulation of the device by the user and/or excess of force applied to the product. A customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the device would become difficult to retract the guide catheter; excessive force used can cause the guide catheter damaged which is consistent with the analysis of the returned product performed. The guide catheter was found kinked and broken which at the same time can cause difficulties during deployment of the stent in a clinical setting. Therefore, 'cause traced to component failure' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used in a tube stent placement performed in bile duct on (B)(6) 2018. According to the complainant, during the procedure, when they deploy the stent, the guide catheter detach from the delivery system and remained within the stent inside the patient. The stent and the detached guide catheter were retrieved using forceps. Attempts to gain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.